Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device has an issue with the battery. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
The customer requested that the device be returned to bench for evaluation the reported issue was unable to be verified by the philips bench. The customer did not return the battery for evaluation.